Event description:
It was reported that the preloaded intraocular lens (iol) had packaging defect. The sterile outer package was noticed to be ripped when the package was opened. There was no patient contact. No other information was provided.

Manufacturer narrative:
Age or date of birth, weight and ethnicity: not applicable, as there was no patient contact with the product. If implanted, give date: not applicable, as there was no patient contact with the product. If explanted, give date: not applicable, as there was no patient contact with the product. Telephone number: (B)(6). The device was not returned for evaluation. Therefore, a failure analysis of the complaint device cannot be completed. A review of the device history record, complaint trending, and risk documentation for this device will be performed. Upon completion of the review, if there is any further relevant information a supplemental medwatch will be filed. All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.

Manufacturer narrative:
Additional information section d9: device available for evaluation: yes. Section d9: returned to manufacturer on: aug 18, 2022. Section h3: device evaluated by manufacturer: yes. Device evaluation: the product was returned to the manufacturing site for evaluation. Visual inspection of the complaint sterilization pouch revealed that on one side the pouch had been opened along the heat seal and on the other side the clear pouch had been torn. The heat seal was inspected around the entire pouch and no further issues were observed. Conclusion: the reported complaint issue was confirmed. However, per the initial report, the customer stated "sterile outer package ripped when opening", and therefore confirms the tear occurred during customer handling during opening of the sterilization pouch, and not during manufacturing. Therefore, the complaint issue could not be confirmed to be related to the manufacturing or design process and there is no indication of a product deficiency or product malfunction. All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.